Event description:
The pt reported that he noticed that the infusion device had shut off without any warning. He indicated that he removed the power pack and inserted a new power pack and the infusion device worked correctly. No blood glucose concerns were reported. No medical attention was required. No product will be returned.

Manufacturer narrative:
Product not returned for eval.